Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: unique identifier (UDI) # - product was manufactured prior to the UDI regulation: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 15048001 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 15028262 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).